Event description:
A consumer claims, "I have this item from (B)(6) 2016. I have noticed that it is showing different temperature all the time. I have checked it with other thermometer and it is clearly the wrong temperature - the difference is too big. The battery is full and infrared sensor is clean as well as ear canal is free of wax." Additional narrative: the unit is no longer available, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.